Event description:
It was reported that both the right ventricular (rv) lead and the atrial lead had low pacing impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-53, implantable pacing lead, (B)(4) 1996. A addr01, implantable pulse generator, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.